Manufacturer narrative:
Multiple requests were made to the customer for evaluation and resolution data without a response. Device evaluation data is not available.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a battery issue. There was no patient involvement.